Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record reviews are not possible. The returned samples were visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned samples met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the sample met specifications. (B)(4).

Manufacturer narrative:
The product sample has been received by manufacturing and is awaiting evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An account manager reported that during a cataract procedure, the occlusion bell sounded. The system, the handpiece and the cassette were swapped out. The occlusion bell sounded and the second system, the handpiece and the cassette was swapped out and the procedure was completed. There was no known patient harm. Additional information was requested; however, none has been received to date.